Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (30mg/ml at 17.5mcg/day) and clonidine (400mcg/ml at 6.66mcg/day). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient noticed flu-like symptoms on (B)(6) 2017. He reportedly felt better the next day and returned to wo rk, to have the symptoms return on (B)(6) 2017. The patient presented to his managing physician's office with symptoms of withdrawal, and review of pump logs indicated that the pump underwent a low battery reset on (B)(6) 2017 which caused the pump to intermittently stall. The patient was admitted to the hospital, the pump was replaced, and the situation was considered resolved. The patient's status at the time of report was alive - no injury. There were no reported incidents that would have caused the pump to fail, and no further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the pump explant and replacement occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.